Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and observed bubbles in the deionized (di) water lines. The fse determined multiple parts malfunctioned. The fse replaced the di water pump, degasser tubing, photometer lam, l-shaped mixing bar, and detergent roller tubing which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. System resumed normal operation. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated reverse rate error "*" (asterik) error flag for digoxin and salicylate patient results and quality control (qc) results. Customer also stated patient results generated were negative. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.